Event description:
It was reported that in (B)(6) 2013 the pulse generator exhibited noise on the atrial and ventricular channels, causing inhibition. The ventricular sensitivity was reprogrammed which resolved the issue. On (B)(6) 2013 atrial oversensing of noise was observed. The atrial sensitivity was reprogrammed and the patient would be monitored.